Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error message did not return after reset, and successfully started new sensor session, with no additional information received regarding any further issues.